Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn at the time of this report. No additional information is available as the reporter declined follow up.